Manufacturer narrative:
Investigation: photo evaluation: one photo was returned for investigation. From the photo, observed syringe tip bent. The complaint is confirmed, and product is out of specification. Based on the DHR review, there were no rejects related to the reported defect condition for the assembled needle during inspection. Unable to determine the root cause as sample was not returned for evaluation.

Event description:
It was reported that before use it was discovered that the tip of syringe was bent with a bd syringe 20ml e/t precise. The following information was provided by the initial reporter: midwife took 20ml syringe out of packet on (B)(6) 2019 went to use the syringe for a procedure found the tip to be bent. Packaging was discarded as it was contaminated.

Manufacturer narrative:
The following field has been updated with a correction: common device name: syringe.

Event description:
It was reported that before use it was discovered that the tip of syringe was bent with a bd syringe 20ml e/t precise. The following information was provided by the initial reporter: midwife took 20ml syringe out of packet on (B)(6) 2019 went to use the syringe for a procedure found the tip to be bent. Packaging was discarded as it was contaminated.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use it was discovered that the tip of syringe was bent with a bd syringe 20ml e/t precise. The following information was provided by the initial reporter: midwife took 20ml syringe out of packet on (B)(6) 2019 went to use the syringe for a procedure found the tip to be bent. Packaging was discarded as it was contaminated.